Manufacturer narrative:
An investigation was performed to determine the cause of the reported problem. The replaced acquisition module was returned for evaluation, and the reported problem was unable to be reproduced. However, the sonographer stated she was wearing gloves with gel on her fingertip when removing the transducer which may have contributed to the light shock sensation and was advised to keep water-based products away from the ports when connecting and disconnecting the transducer. The system has returned to service with no similar issues reported.

Event description:
The customer reported that the transducer port shocked the user while connecting/disconnecting the transducer to the epiq 7 ultrasound system. The system was not in clinical use at the and there was no reported serious injury associated with this event. The philips service engineer performed hardware tests and inspected all transducer cables and power cable for any damage and none was found. The acquisition module was replaced as a precautionary measure to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow-up report will be submitted.